Event description:
It was reported the patient underwent a procedure to implant an axium neurostimulator system, however the physician was unable to implant a lead. The physician opted to abandon the procedure.